Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that the infusion set came out which resulted in high blood glucose levels. The customer's blood glucose level was 466 mg/dl. The customer treated with a manual injection. The caller was unable to troubleshoot because her son was not present. Nothing was replaced or returned for analysis.